Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker developed a pocket infection. A revision was performed and the pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.